Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 11/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: the customer reported that during the administration of a flu shot, the needle broke at the hub and penetrated the employee's thumb. Upon further communication with the customer over the phone, it was confirmed that when attempting to inspect an unused product, the needle once again detached from the hub.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct the event date information provided in the initial MDR 3014312726-2024-00356. The previously reported event date was incorrect. The correct event date is 07 nov 2024.